Manufacturer narrative:
Correction to MDR # 3004209178-2023-13089. Section e3 did not include initial reporter profession. Section e3 updated to include non-healthcare professional znhp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number ((B)(6)) found the implant hybrid integrated circuit had an anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding the implanted neurostimulator (ins). The reason for call was patient rep reported the patient had their ins reprogrammed to group d on friday for the cardioversion procedure and everything was working, but they couldn't turn the ins back on or connect and saw the "323" and "201" messages on the handset since sunday. Pt rep spoke to their rep yesterday via phone about the issues. Patient services specialist (pss) helped the patient rep reset the communicator and handset, but the"323" message appeared again. The issue was not resolved. Pss reviewed role of representative and provided them with the nas number for the patient's healthcare provider office. The patient was redirected to their healthcare provider to further address the issue. (B)(6)2023 rtg0458358 (rep): a rep called and reports seeing the 'therapy turned off' message on cp when attempting to interrogate the patient's (pt) device. Rep reported pt stated they have not been able to connect or turn therapy on since their cardioversion last week. Technical services (tss) reviewed fca, and rep reported they will speak with pt and hcp regarding replacement, but that both had questions surrounding warranty of the device. Tss will speak with warranty team surrounding fca and email information to rep to review with pt and hcp. Email sent to rep with case number for the return for analysis as well as adverse event address for warranty/credit review. (B)(6) 2023 rtg0458358 (rep, con): rep called asking for an engineer to be involved in a conversation with caller and regional manager this thursday (july 6) so they can better technically understand the issue so they can discuss with hcp on friday, july 7. Prior to the cardioversion, this patient had been programmed to recommended settings and stim was left on. Pt's ins is located in right of left flank area (caller couldn't remember which). Caller told by pt that pt had a cardioversion procedure in 2022 after getting vanta system and no special programming was done at that time but the scs system was unaffected by the procedure. Pt considering whether to get a replacement ins or try a pump trial as pt not getting much pain relief from the scs system per caller. Tss will pursue getting an engineer involved to discuss the cardioversion issue in more detail. [See rtg0460517 for report on therapy issue] on (B)(6) 2023 rtg0458358 (rep): no new information. On (B)(6) 2023 rtg0458358 (rep): it's unclear if the pt is going to have their ins replaced or try a drug pump trial instead. The hcp does not know that this problem had occurred with the pt's ins post-cardioversion. Field reps are going to discuss with the hcp later this week and reps will be on the call for engineering. Engineering also requested the session report from reprogramming prior to the cardioversion and log files from attempted communication with ins after ins became unresponsive be sent into them. On (B)(6) 2023 e1 (rep): additional information was received from the rep. It was reported that the implant is being replaced on (B)(6) with an intellis device. The vanta implant will be returned at that time. The cause has not been determined. Rep interrogated battery and was unable to read and tech services told rep it was no longer functioning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding the implanted neurostimulator (ins). The reason for call was patient rep reported the patient had their ins reprogrammed to group d on friday for the cardioversion procedure (unrelated to device/therapy) and everything was working, but they couldn't turn the ins back on or connect and saw the "323" and "201" messages on the handset since sunday. Pt rep spoke to their rep yesterday via phone about the issues. Patient services specialist (pss) helped the patient rep reset the communicator and handset, but the"323" message appeared again. The issue was not resolved. Pss reviewed role of representative and provided them with the nas number for the patient's healthcare provider office. The patient was redirected to their healthcare provider to further address the issue. On 2023-jun-30 a rep called and reports seeing the 'therapy turned off' message on cp when attempting to interrogate the patient's (pt) device. Rep reported pt stated they have not been able to connect or turn therapy on since their cardioversion last week. Technical services (tss) reviewed fca, and rep reported they will speak with pt and hcp regarding replacement, but that both had questions surrounding warranty of the device. Tss will speak with warranty team surrounding fca and email information to rep to review with pt and hcp. Email sent to rep with case number for the return for analysis as well as adverse event address for warranty/credit review. On 2023-jul-03 a rep called asking for an engineer to be involved in a conversation with caller and regional manager this thursday (july 6) so they can better technically understand the issue so they can discuss with hcp on friday, july 7. Prior to the cardioversion, this patient had been programmed to recommended settings and stim was left on. Pt's ins is located in right of left flank area (caller couldn't remember which). Caller told by pt that pt had a cardioversion procedure in 2022 after getting vanta system and no special programming was done at that time but the scs system was unaffected by the procedure. Pt considering whether to get a replacement ins or try a pump trial as pt not getting much pain relief from the scs system per caller. Tss will pursue getting an engineer involved to discuss the cardioversion issue in more detail. On 2023-jul-10 the rep reported it's unclear if the pt is going to have their ins replaced or try a drug pump trial instead. The hcp does not know that this problem had occurred with the pt's ins post-cardioversion. Field reps are going to discuss with the hcp later this week and reps will be on the call for engineering. Engineering also requested the session report from reprogramming prior to the cardioversion and log files from attempted communication with ins after ins became unresponsive be sent into them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the device will be returned. On (B)(6) 2023,the rep reported the ins was removed on (B)(6) 2023 and replaced with an intellis ins and connected to existing leads, and the vanta ins will be mailed back. Weight was reported as unknown. On (B)(6) 2023, the device was returned for analysis.